Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that there was no undersensing on the right ventricular (rv) lead.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited polarity switch and variable and high impedance. Possible fracture of the ra lead was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited damage, possible fracture/break and non-sensing. Reprogramming occurred and the lead remains in use. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing. The lead remains in use. No patient complications have been reported as a result of this event.